Manufacturer narrative:
(B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; however, one photograph and a video was received. The provided video showed the product during treatment. A leakage at the header between the housing and the header cap was visible. The reported failure could be confirmed. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed at the cap of a polyflux 14l dialyzer during treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.